Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient underwent a full explant due to having a (B)(6) infection and was placed on antibiotics. Device history record was reviewed for the suspect generator. The device was confirmed to be sterilized prior to distribution, and no unresolved non conformances were found prior to distribution. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No other relevant information has been received to date.